Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis found that the distal conductor of the lead was obstructed due to a guidewire stuck in the lumen. It appeared to be stuck at the distal tip end. There was blood on the distal conductor of the lead and it was not obstructed. A visual summary analysis of the lead indicated stretching and damage at implant.

Event description:
It was reported that during the implant procedure, the physician placed the lead at the target location and wanted to remove the inserted guidewire, but it was not possible to withdraw the wire from the lead. The physician tried to push the wire again further into the lead, but this was also not successful. It was noted that a torque handle was used for better advancement and easier handling of the lead. Before handling the guidewire wire into the lead, the physician bent the tip of the wire for a better and easier achievement of the target vessel. The lead was not used and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.